Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However a variant model device in current production was used for testing. The cuff from 315 samples were inflated and left for four hours. Samples were then checked. All samples were still fully inflated. Defect reported as not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device becomes available, this report will be updated.

Event description:
Customer complaint states "the cuff deflation automatically. The customer found the pilot balloon has a small hole". Alleged defect reported detected during use on a patient. Medical intervention reported was "change to a new tube". Patient condition reported as fine.

Event description:
Customer complaint states "the cuff deflation automatically. The customer found the pilot balloon has a small hole". Alleged defect reported detected during use on a patient. Medical intervention reported was "change to a new tube". Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10314 et tube, hvt, 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the et tube leaked from holes and tears in the pilot balloon. No other defects or anomalies were observed. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "balloon with hole that causes deflation" was confirmed based upon the sample received. The returned et tube was found to have holes and tears in the pilot balloon which prevented the pilot balloon and balloon cuff from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed , it was determined that unintentional user error caused or contributed to this event.